Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display on insulin pump. The customer's blood glucose was unknown. Customer was calling back after receiving a new battery cap. The customer also reported battery out limit alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to faulty x2 on interface board. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Unable to verify battery out limit alarm due to blank display.